Event description:
The equipment service department in the hospital, alleged the following event: "while using the reamer with a guide, it was blocked at the proximal end. Another reamer was immediately used to finish the surgery."

Manufacturer narrative:
Once the investigation has been completed, any add'l info will be reported in a supplemental report.